Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-15753. It was reported, the patient experiences overstimulation down her legs with stimulation on. Diagnostics indicated impedance readings within normal limits. The patient denied any trauma. The patient desires to undergo surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.